Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, it was reported by the patient that he was hospitalized due to high blood glucose and high ketones. High blood glucose level was 1065 mg/dl and treated by the IV insulin drip. No further information was available.